Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the neurological deficit was due to damage outside of the intended ablation zone. Burn parameters were reviewed where they appeared to be sufficient. Additionally, the patient was noted to have had a low core temperature by the conclusion of the procedure.

Manufacturer narrative:
Correction: the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The laser logs and damage map from the ablation system were provided for analysis. The analysis found that the reported behavior was the intended functionality of the software and that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient ID updated. A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was still in recovery following the procedure.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: m450001b018, serial/lot #: version 3.3.1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, swelling was observed in the superior structures of the anatomy and imaging displayed tissue damage that did not correlate with the damage map of the ablation system. There was no reported delay to the procedure due to this issue.